Event description:
It was reported that the foley catheter was leaking onto the bed and soaked the entire pad. It was also reported that after changing the pad, a syringe was attached to the port to draw urine for a lab ordered for the patient when the hub of the port broke off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The used two-way foley catheter with attached drainage bag was returned without the original packaging. Though a specific cause cannot be determined, a potential root cause for this event could be, "poor weld". The device was used for treatment purpose. The device did not meet relevant specifications for the break in the sample port connector. As the lot number is unknown a DHR review is not required. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was leaking onto the bed and soaked the entire pad. It was also reported that after changing the pad, a syringe was attached to the port to draw urine for a lab ordered for the patient when the hub of the port broke off.